Event description:
It was reported that during the implant procedure there was a problem with the impedance measurements. When the right extension (electrodes 8-15) was put into the left channel (electrodes 0-7) the impedance was normal. When the left extension (electrodes 0-7) was put in the right channel (electrodes 8-15), the impedance was 40,000 ohms. The physician/manufacturer representative saw this problem with four different devices. The fifth device worked correctly and that device was implanted. The devices were returned to manufacture for analysis. Subsequent information received from manufacturer after review of the device printouts found that a 2x4 lead configuration was used for the devices. For a 2x4 lead configuration the 0-3 and 8-11 are the active electrodes (only 4 active electrodes in the channel). From the device interrogation, the devices were programed with active electrodes 0-3 and 4-7, so the programmed 4-7 electrodes would generate an open circuit, as not active electrodes. Reprogramming of the 4-7 electrode to the 8-11 electrode would solve the issue. Please refer to manufacturer report # 9614453-2012-00132.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that there were no anomalies. The four devices received were programmed with a (1x8) lead configuration covering electrodes #0 through 7 only. Due to this configuration, electrode impedances were not measured on electrodes #8 through 15 when an impedance test was performed. Two impedance tests were performed for each device, one for channel one (#0-7) and channel two (#8-15). The electrode configuration of the lead was reprogrammed to #8-15 in order to obtain results from channel two. Normal impedances were observed on each electrode pair.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.